Event description:
It was reported that the left ventricular lead exhibited loss of capture due to exit block; no patient symptoms were reported as a result. The lead was explanted and the replacement lead was placed into the right ventricle to provide left ventricular pacing therapy.